Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter stated that the pump keypad cover was torn over the ok button. The reporter allegedly kept the cover intact with glue; however, the ok keypad button became intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.